Event description:
It was reported that the patient with a cardiac resynchronization therapy pacemaker system was seen for a routine follow up. Noise was noted on the competitor right ventricular (rv) lead. Boston scientific technical services discussed reopening the pocket and placing the competitor left ventricular lead into the rv port, which would be considered off label use and discussed reprograming options on the device. No adverse patient effects were reported. The competitor rv lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).